Event description:
It was reported that the patient went to the emergency room after receiving an unwanted shock for t-wave oversensing. The device was reprogrammed and the patient went home. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.